Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - the lot number was updated from "4032741" to "4032541.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first prostyle experienced a cuff miss [suture retrieval issue] occurred. The suture of a second and third prostyle were successfully pre-placed. The sheath was upsized to a 16f sheath, and the tavi procedure was completed. During removal of the second prostyle that was successfully pre-placed, the non-abbott guide wire was unable to be inserted via the guidewire exit port. Therefore it was decided to insert the handle part [proximal end of the guide wire] of the non-abbott guide wire first, which was proceeded by force so that the wire did not come out from the prostyle while viewing angiogram with great caution, and then the prostyle device was able to be removed. Then, reinserting the same guide wire with a new third prostyle and continue and complete the procedure. Hemostasis was achieved with the pre-placed second and third prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.